Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with lead noise oversensing observed on the atrial lead. No intervention was performed. The physician elected to continue to monitor the lead at this time. The patient was asymptomatic.

Event description:
New information received notes that atrial lead noise caused pacing inhibition. Lead would be further monitored.